Event description:
According to the reporter, when trying to staple the stomach during laparoscopy, the surgeon was able to press the green button, but the locked and could not be squeezed. Hence, the device did not fire. Another reload was used with the same handle to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that there were no abno rmalities that would have caused or contributed to the reported condition. The reload was loaded into a pmv representative instrument for functional testing. The reload was cycled without hesitation or binding and was applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have cau sed or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when trying to staple the stomach during laparoscopy, the surgeon was able to press the green button, but locked and could not be squeezed. Hence, the device did not fire. Another reload was used to complete the case. There was no patient injury.